Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain and heaviness') and adenomyosis ('uterine adenomyosis') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("significant metrorrhagia"), pollakiuria ("pollakiuria"), fatigue ("constant fatigue"), arthralgia ("joint pain in the shoulders, wrists, ankles and fingers"), rotator cuff syndrome ("tendonitis in the shoulders"), hypoaesthesia ("numbness in the hands"), muscle spasms ("cramps"), myalgia ("muscle pain with waking"), night sweats ("night sweats"), muscle burning sensation ("erratic burning sensation in the muscle"), neck pain ("neck pain"), diplopia ("transient diplopia with no cause found"), oedema peripheral ("unexplained leg oedema"), memory impairment ("memory impairment"), weight fluctuation ("unexplained rapid change in weight"), abdominal distension ("bloating") and gluten sensitivity ("gluten sensitivity"). In 2016, the patient experienced hypothyroidism ("hypothyroidism"). In 2017, the patient experienced burnout syndrome ("effective professional burn out"). In 2018, the patient experienced muscular weakness ("loss of muscle strength since mid 2018"). In 2019, the patient experienced hyperthyroidism ("hyperthyroidism"). In (B)(6) 2019, the patient experienced basedow's disease ("basedow's disease"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant) and terminal insomnia ("waking up at 4 am"). The patient was treated with surgery (operated on at the end of 2017 and total coeliohysterectomy with bilateral adnexectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, adenomyosis, metrorrhagia, pollakiuria, fatigue, arthralgia, rotator cuff syndrome, hypoaesthesia, muscle spasms, myalgia, night sweats, muscle burning sensation, neck pain, diplopia, oedema peripheral, terminal insomnia, memory impairment, weight fluctuation, abdominal distension, gluten sensitivity, muscular weakness, hypothyroidism, burnout syndrome, hyperthyroidism and basedow's disease outcome was unknown. The reporter provided no causality assessment for abdominal distension, adenomyosis, arthralgia, basedow's disease, burnout syndrome, diplopia, fatigue, gluten sensitivity, hyperthyroidism, hypoaesthesia, hypothyroidism, memory impairment, metrorrhagia, muscle spasms, muscular weakness, myalgia, neck pain, night sweats, oedema peripheral, pelvic pain, pollakiuria, rotator cuff syndrome, terminal insomnia, weight fluctuation and muscle burning sensation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain and heaviness') and adenomyosis ('uterine adenomyosis') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("significant metrorrhagia"), pollakiuria ("pollakiuria"), fatigue ("constant fatigue"), arthralgia ("joint pain in the shoulders, wrists, ankles and fingers"), rotator cuff syndrome ("tendonitis in the shoulders"), hypoaesthesia ("numbness in the hands"), muscle spasms ("cramps"), myalgia ("muscle pain with waking"), night sweats ("night sweats"), burning sensation ("erratic burning sensation in the muscle"), neck pain ("neck pain"), diplopia ("transient diplopia with no cause found"), oedema peripheral ("unexplained leg oedema"), memory impairment ("memory impairment"), weight fluctuation ("unexplained rapid change in weight"), abdominal distension ("bloating") and gluten sensitivity ("gluten sensitivity"). In 2016, the patient experienced hypothyroidism ("hypothyroidism"). In 2017, the patient experienced burnout syndrome ("effective professional burn out"). In 2018, the patient experienced muscular weakness ("loss of muscle strength since mid 2018"). In 2019, the patient experienced hyperthyroidism ("hyperthyroidism"). In november 2019, the patient experienced basedow's disease ("basedow's disease"). On an unknown date, the patient experienced sleep disorder ("waking up at 4 am") and adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (operated on at the end of 2017 and total celiohysterectomy with bilateral adnexectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, metrorrhagia, pollakiuria, fatigue, arthralgia, rotator cuff syndrome, hypoaesthesia, muscle spasms, myalgia, night sweats, burning sensation, neck pain, diplopia, oedema peripheral, sleep disorder, memory impairment, weight fluctuation, abdominal distension, gluten sensitivity, muscular weakness, hypothyroidism, burnout syndrome, adenomyosis, hyperthyroidism and basedow's disease outcome was unknown. The reporter provided no causality assessment for abdominal distension, adenomyosis, arthralgia, basedow's disease, burning sensation, burnout syndrome, diplopia, fatigue, gluten sensitivity, hyperthyroidism, hypoaesthesia, hypothyroidism, memory impairment, metrorrhagia, muscle spasms, muscular weakness, myalgia, neck pain, night sweats, oedema peripheral, pelvic pain, pollakiuria, rotator cuff syndrome, sleep disorder and weight fluctuation with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.